Event description:
It was reported that while using bd vacutainer® push button blood collection set, there were holes in the tubing causing leakage on unspecified number of devices. No patient or user impact reported.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. Therefore, 30 retained samples underwent functional tests to assess for holes in the tubing and leakage, and all samples passed with no evidence of defects or leakage. Additionally, these samples were tested for proper activation and lockout features, and all samples passed without any defects or issues. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, there were holes in the tubing causing leakage on unspecified number of devices. No patient or user impact reported.